Event description:
It was reported that the insulin pump had an unresponsive keypad. The blood glucose reading was 100 mg/dl. The customer stated that the up arrow was getting stuck and kept causing the device to ramp up and down. No significant events leading to the keypad issues were observed. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
No display anomaly was noted. The insulin pump had intermittent up arrow button response due to moisture damage on the keypad trace. The insulin pump had cracked battery tube threads, a cracked reservoir tube lip, minor scratches on the display window and a cracked case at the display window corner.